Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, on the side by side anastomosis of the small bowel and transverse colon, there was poor staple line formation contributing to a leak. Four hours after the surgery, the patient had blood in stool not more than 500cc and was re-operated on and anastomosis redone. There was unanticipated tissue loss. The surgical time was by extended thirty minutes or more. The patient was hospitalized for six days. Upon re-operation, they could not see anything upon inspection regarding poor staple line but redid the anastomoses and three was no sign or symptom after.